Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, eccentric and 95% stenosed distal right coronary artery. A 1.2 x 12 mm mini trek balloon catheter was advanced to the lesion; however, during the first inflation at 6 atmospheres, the balloon ruptured. Further dilatation was performed with a 1.25 x 10 mm non-abbott balloon catheter and a 2.0 x 12 mm mini trek balloon catheter and a 2.25 x 18 mm xience xpedition stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough floppy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.